Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) would not wake up despite attempts during training, including while on the charger, leading to an out-of-box replacement to restore therapy. Symptoms included no alerts or alarms and an unresponsive screen with suspected battery failure. Outcomes included continued diabetes management by transitioning to a replacement ilet and the option to use cgm via the dexcom app or receiver until setup was completed. Investigation included collection of event details, shipment of a replacement device, instructions for shutdown to avoid further alerts, guidance to sync data to the mobile app prior to return, and arrangement for return of the original device with a provided shipping label. Investigation of this device did not revealed a failure to power on associated with the device¿s power subsystem, consistent with a screen unresponsive condition indicative of a potential battery or internal power management issue. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the power-on function.